Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited oversensing with pacing inhibition greater than 2 seconds of asystole. It was noted that left ventricular (lv) lead threshold test was performed in vvi. The device went back to ddd and mode switched after and stored the event. The patient had atrial fibrillation (af) when the atrial tachy response (atr) event was stored. Attempts to obtain additional information were unsuccessful. This device and lead remains in service. No additional adverse patient effects were reported.